Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure was metal stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a malignant stricture. The patient was noted to have "slightly" tortuous anatomy. The lesion was not dilated prior to stent placement. During the procedure, the stent failed to deploy at all from the delivery system. No visible damage was noticed to the device. The procedure was completed with another wallflex biliary rx uncovered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by approximately 63mm. The clear outer sheath was kinked at several locations along the shaft working length. The inner shaft was kinked and partially exiting the guidewire access port. During a functional evaluation, when the distal handle was retracted, the inner shaft further exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked at several locations proximal to the yellow inner jacket. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.